Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 39 mg/dl. The customer was treated with juice. Customer also reported that retainer ring was cracked. The customer declined troubleshoot for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with damage keypad overlay texture and fading serial number label the test infusion set and reservoir remains in place in the reservoir compartment. (B)(4).